Event description:
Additional info provided by the user facility indicated the original intraocular lens was damaged in the cartridge of the delivery system because the lens was loaded improperly. The incision was enlarged to accommodate the second lens.

Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system and the incision was enlarged. Additional information has been requested.